Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, lot# n180048004, implanted: (B)(6) 2008-, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone and bupivacaine via an implantable pump for spinal pain. The patient had symptoms in (B)(6) 2016 causing the most recent revision on (B)(6) 2016, after which the patient's spine and legs were killing him. While reading 10 pages of his surgical report from the most recent revision, it showed that the patient had a chronic lung condition that the patient didn't know about. The patient found this concerning because he was shot in the lung. The patient reported that the report stated the pump and catheter were replaced, and then also stated in another area that the pump wasn't replaced. The patient was hard of hearing and could not understand what was asked. The patient was to follow up with the healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.